Manufacturer narrative:
The centrimag primary console is not a single use device. Approximate age of device is 6 years and 11 months calculated from the ship date of the centrimag. The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the investigation is completed.

Event description:
The patient was placed on an extracorporeal circulatory support device on (B)(6) 2016 at approximately 4:25 pm. It was reported that later that evening, at approximately 10:20 pm, the system stopped while in use on the patient. The patient reportedly went into cardiac arrest without extracorporeal life support until support was re-initiated with the backup system. The primary console, motor, and flow probe were removed from use. No further information was provided.

Manufacturer narrative:
The report of a motor stop was not reproduced during evaluation of the returned centrimag primary console, pediatric flow probe, and centrimag motor. The system operated altogether for eight days as intended. During the test time, the motor cable was repeatedly bent bi-directionally at its whole length. The console¿s housing was opened and all cables inside the unit were moved and bent in order to produce a short circuit or loose contact; however, at no time, a motor fault or even a motor stop occurred. The system operated as intended throughout the whole investigation. Additionally, visual inspection of the console revealed that the outside of the console¿s housing has been heavily affected most probably by aggressive cleansing/disinfecting material/fluids. When the console¿s housing was opened, it was further found that the copper surface coating inside the housing top, was damaged. At several positions, the copper surface coating has peeled off and was further peeling off. It was noted that the peeled-off particles are highly electrically conductive. Review of the device history records showed no deviations from manufacturing or qa specifications. No further information was provided. The manufacturer is closing its file on this event.